Event description:
Additional information was received. The procedure was a peripheral runoff of the lower limb with possible intervention. The patient had reportedly undergone multiple procedures in the past, resulting in the presence of scar tissue at the access site and previously-placed stents in the external iliac arteries. An unknown 5 french short sheath was used for initial access, which was described as problematic. The user attempted to advance the complaint device through the scarred and fibrotic access site, then attempted to withdraw the device with the dilator in place, at which time the sheath began to unravel and separate. Approximately six inches of the sheath tip separated in the patient. A "minor" groin exploration and dissection was performed to stop bleeding and remove the separated portion of the device from the femoral artery, using hemostat forceps for retrieval. Blood loss was reported, as the femoral artery was open. Manual pressure was held to stop blood loss; however, a blood transfusion was required. The procedure was aborted, and the patient will return for another attempt at the procedure at a later date. An unknown kinked wire guide and unknown separated balloon were returned along wit h the complaint device.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
H6: ec methods code desc - 5: communication/interviews (4111). Description of event: it was reported, during peripheral runoff of the lower limb with possible intervention a flexor ansel guiding sheath separated and unraveled. The patient had reportedly undergone multiple procedures in the past, resulting in the presence of scar tissue at the access site and previously-placed stents in the external iliac arteries. An unknown 5 french short sheath was used for initial access, which was described as problematic. The user attempted to advance the complaint device through the scarred and fibrotic access site, then attempted to withdraw the device with the dilator in place, at which time the sheath began to unravel and separate. Approximately six inches of the sheath tip separated in the patient. According to the initial reporter, during the procedure proper technique was used while advancing and withdrawing the device, but the device became stuck in the iliac. It is believe that at this point in the procedure the tip of the device separated and the sheath unraveled. A "minor" groin exploration and dissection was performed to stop bleeding and remove the separated portion of the device from the femoral artery, using hemostat forceps for retrieval. Blood loss was reported, as the femoral artery was open. Manual pressure was held to stop blood loss; however, a blood transfusion was required. The procedure was aborted, and the patient will return for another attempt at the procedure at a later date. Investigation ¿ evaluation a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. The complainant returned one 6fr kcfw with biomatter present and separated. The proximal section measured 31.6cm and the distal section measured 15cm. There were also several elongated coils present. There was a wire and a portion of a balloon catheter from an unknown source returned. The balloon was separated, and the wire was kinked in several locations. The customer also provided a photo of the complainant device. In the photo the device was separated with the distal section shown and biomatter present. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: the intended use for this device is ¿to introduce therapeutic or diagnostic devices into the vasculature, excluding coronary and neuro vasculature.¿ the IFU instructs the user to choose a sheath size large enough to accommodate the maximum outer diameter of any device used through the sheath, to ensure compatibility of the devices. In addition, the IFU states that all interventional or diagnostic instruments should move freely through the valve and sheath to avoid damage. The IFU also states that if resistance is encountered during sheath advancement, ¿assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal¿. The IFU also states that reinsertion of the dilator prior to removal of the sheath ¿increases the strength of the sheath and lessens the risk of device separation¿ and suggests insertion of the dilator prior to removal if resistance is encountered or anticipated during withdrawal of the device. The IFU also instructs the user to maintain sheath position when inserting, manipulating, or withdrawing a device through the sheath. A CAPA was previously initiated regarding this failure mode. The process of assembling the sheath was successfully validated to iso11070 for tensile strength; the minimum load required for failure (separation) was greater than 15 n. The CAPA team did not arrive at a definitive root cause and was closed at the end of the root cause phase. The following primary contributing factors have been identified: a.) These devices can be advanced into restrictive anatomies. The CAPA investigation showed that clinical users may be using these devices to force through restrictive anatomy, causing separation upon removal. B.) Instructions for use warn to reinsert the dilator prior to removal. Investigation has identified that this is not always performed. Based on the review of current documentation and the outcome of the root cause investigation, it was determined that the separation failures of the flexor introducer sheath devices are based upon the use of the device rather than any manufacturing or design non-conformances. Inspection activities are in place to prevent the release of non-conforming product related to the reported failure mode. No corrective actions will be pursued as the root cause investigation has identified that the product conforms to all design requirements and the incident rate is within the identified acceptable risk level another CAPA was opened in response to an increase in flexor sheath separation complaints from 2018 to 2019. The CAPA investigation is ongoing. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. It is known that the patient¿s anatomy was scarred from multiple previous procedures, and stents had previously been placed in the iliac arteries. The initial access was also described as problematic. Upon removal of the sheath, it reportedly became stuck in the iliac, subsequently unraveling and separating. It is possible that the sheath became caught on a previously placed stent; however, this is unknown. The dilator was in place upon removal of the device. The cause of event can possibly be traced to the patient¿s anatomy and condition. However, this cannot be confirmed and a CAPA is currently open to address this failure mode. Therefore, cook with conclude with cause not established -CAPA opened. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
D2: common name & product code = device lot number, rpn, and gpn are unknown. However, the facility did inform us that the device in question was a 6x45 ansel sheath. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Common name & product code = unavailable as the device lot number, rpn, and gpn are unknown. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during unspecified procedure, an unspecified cook sheath separated and unraveled. According to the initial reporter, during the procedure proper technique was used while advancing and withdrawing the device, but the device became stuck in the iliac. It is believe that at this point in the procedure the tip of the device separated and the sheath unraveled. All of the device was removed and the patient is currently in recovery. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.